Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)on 20-may-2021. The most recent information was received on 11-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion disability), abdominal pain ("abdominal pain"), back pain ("lumbar pain"), fatigue ("fatigue"), depression ("depression"), thyroid disorder ("thyroid problems"), ear disorder ("otorhinolaryngology problems"), laryngeal disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), paraesthesia ("neurosensory problems"), gastrointestinal disorder ("gastrointestinal problems"), arthropathy ("joint problems"), muscle disorder ("muscle problems") and anxiety ("anxiety"), 7 days after insertion of essure. Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, depression, thyroid disorder, ear disorder, laryngeal disorder, nasal disorder, paraesthesia, gastrointestinal disorder, arthropathy, muscle disorder and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, arthropathy, back pain, depression, ear disorder, fatigue, gastrointestinal disorder, laryngeal disorder, muscle disorder, nasal disorder, paraesthesia, pelvic pain and thyroid disorder to be related to essure. The reporter commented: she wishes to have these implants removed because since getting them her state of health has made day-to-day life very difficult, and even disabling. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion disability), abdominal pain ("abdominal pain"), back pain ("lumbar pain"), fatigue ("fatigue"), depression ("depression"), thyroid disorder ("thyroid problems"), ear disorder ("otorhinolaryngology problems"), laryngeal disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), paraesthesia ("neurosensory problems"), gastrointestinal disorder ("gastrointestinal problems"), arthropathy ("joint problems"), muscle disorder ("muscle problems") and anxiety ("anxiety"), 7 days after insertion of essure. Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, depression, thyroid disorder, ear disorder, laryngeal disorder, nasal disorder, paraesthesia, gastrointestinal disorder, arthropathy, muscle disorder and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, arthropathy, back pain, depression, ear disorder, fatigue, gastrointestinal disorder, laryngeal disorder, muscle disorder, nasal disorder, paraesthesia, pelvic pain and thyroid disorder to be related to essure. The reporter commented: she wishes to have these implants removed because since getting them her state of health has made day-to-day life very difficult, and even disabling. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.